Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the information provided, the reported difficulties appear to be due to case circumstances. The resistance during advancement was due to the interaction with the heavily calcified anatomy. Additionally, it is likely that the that challenging anatomy contributed to the deployment failure. It is likely that the balloon was unable to expand, as it was reported that additional pre-dilatation was performed and a second omnilink elite was used without issue, indicating that anatomy contribute to difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified iliac artery. The 10.0 x 59 mm omnilink elite stent delivery system (sds) was advanced, with resistance, to the target lesion. The sds balloon was attempted to be inflated, but the stent remained on the stent delivery system. The sds was removed without resistance and the stent remained on the delivery system. Additional predilatation was performed and a second omnilink elite was used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.